Event description:
Pump alarm 30 was reported during pumping. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer attempted to load a new cartridge with technical support but encountered a recurring cartridge alarm, preventing the resumption of insulin therapy. Technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as backup therapy. The customer was guided on how to put the pump into storage mode and agreed to return the defective pump using a pre-paid label within ten days.